Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer incorrectly calculated the carbohydrates and delivered a bolus that was too small, resulting in an elevated blood glucose level of 342 mg/dl. Reportedly, customer delivered a correction bolus to resolve the issue.